Event description:
Initial result for a pt calcium was 9.7 mg/dl. When repeated, the result was 8.9 mg/dl. The incorrect result was not reported. The account was instructed to discontinue use of this calcium method.